Event description:
One catheter from the box was 6 inches instead of 12 inches, and the tip was cut off. The customer did not use the catheter.

Manufacturer narrative:
The return of the product has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.